Event description:
It has been reported by a dealer that when the end user wants to turn left or back up in a trex28rp wheelchair, the left rear wheel does not grip. The wheel just spins on the carpet.